Event description:
The customer contact reported an operator error in programming the device resulting in the patient receiving more medication than intended. It was reported that ch c of the device was programmed to deliver an unspecified concentration of heparin and delivery was started. No specific programming parameters were provided. Reportedly, after several hours, it was noted that the device had been programmed to deliver at an unspecified incorrect rate and the patient's unspecified condition required a transfer to the intensive care unit. The device was removed from the clinical service. The device history was downloaded at the user facility. The customer contact indicated, the event was a result of an operator error in programming the device outside of the unspecified parameters of the drug library. During testing at the user facility, the device passed testing. The customer contact indicated that "the device operated according to specifications" and "there was no question about what was the cause of the event." Information was requested from the customer contact including patient and specific event details, the specific programming error, the drug library parameters and a copy of the device history; however, the customer contact stated, the quality group at the user facility has declined to provide any further details about the event because the user facility considers this a user error. No further information will be provided to hospira regarding this event.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. The customer contact indicated, the event was the result of an operator error in programming the device. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).